Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the lcd lens was scratched. The customer stated problem was confirmed. Error code 41786 appeared at startup with red screen. The main board was replaced to fix the problem. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed an error code 41786 on red screen with 4 triangles while the pump was in aic. No patient injury was reported.